Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical record review summary: approximately one month post filter deployment, the filter was seen with a large thrombus in the filter and the decision was made to leave the filter in place and administer anticoagulation medicine. Approximately four months post filter deployment, the patient was scheduled again for a filter retrieval procedure. The filter was snared, collapsed, and removed successfully without any immediate complications. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one month post filter deployment, the patient was scheduled for a filter retrieval procedure. An inferior venacavogram was performed demonstrating a large amount of thrombus in the filter. As a result, the filter was left in place and the patient was started on anticoagulation. Approximately four months post filter deployment, the filter was snared, collapsed, and removed successfully without any immediate complications. Therefore, the investigation is unconfirmed for any retrieval difficulties with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: remove the (B)(4) filter using an intravascular loop snare only. Precaution: the retrieval of the (B)(4)® filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Procedural instructions: - prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution. - introduce and advance the 11f retrieval sheath with dilator over the guidewire. - remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. - insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. - the retrieval of the denali filter using an intravascular snare is illustrated in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter could not be retrieved; however, the filter was removed at a later time (date not provided). The patient status is unknown.